Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip, missing reservoir tube retainer, missing reservoir tube o-ring, cracked battery tube threads, cracked case at corner of the belt clip rails and faded serial number label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was 132 mg/dl at the time of the incident. The customer stated that the top where the reservoir goes in broke off. The location of the damage is around the mouth of the reservoir. The product was returned for analysis.